Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent left thr on (B)(6) 2022. Revised on (B)(6) 2022 due to infection. Performed washout and change of liner and femoral head. Surgical specialties ref (B)(4).